Event description:
It was reported that the insulin pump had given a button error alarm. The customer's mother stated that she was able to clear the alarm and treated the customer for high blood glucose levels with the insulin pump. The customer's mother also stated that there were also issues with leaky reservoirs. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.